Event description:
Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture of an unknown side. The device remains implanted.